Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and 397 mg/dl at the time of the call. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind but the alarm history contained a motor position encoder error. Prime/fill tubing was performed and the motor alarm did not recur. The displacement test and manual prime were successful. The customer declined troubleshooting for the high blood glucose readings but was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.